Event description:
The customer reported to olympus, the colonovideoscope had stiff angulation. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, it was found that there was contamination in the air/water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 telephone number surpassed character limit. Full phone number is: (B)(6). The device was returned to olympus for evaluation and the evaluation found that the light cover glasses adhesive, optical cover adhesive, and distal end cap were worn out, distal end adhesive was lifted, insertion tube protector was worn, and the insertion tube bending section cover adhesive was lifted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in air/water channel appeared to be a white crystallized contamination, believed to be a simethicone type product but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device cleaning/reprocessing information was reported or available, however, the issue was likely the result of a customer handling/reprocessing issue. The event may be detected by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.